Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pain") in an adult female patient who had essure (batch no. 654842, 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1997 and (B)(6) 2004)), miscarriage and endometrial ablation on (B)(6) 2015. She was not allergic to nickel. She did not claim to experience hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: hormone birth control pills from 2004 to october 2009. Concurrent conditions included dysmenorrhea, menorrhagia, dysfunctional uterine bleeding, dyspareunia, bloating, dyspareunia, joint pain, anemia and tooth disorder nos. Concomitant products included bupropion (wellbutrin), drospirenone + ethinylestradiol (yaz), oral contraceptive nos and varenicline tartrate (chantix). On an unknown date, the patient started doxycycline at an unspecified dose and frequency. In 2009, the patient experienced back pain ("lower back pain (deep aching)") and abdominal pain ("abdominal pain (severe and persistent)"). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced acne ("severe acne"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of sex drive"), acne cystic ("cystic acne"), blindness ("vision loss"), dental caries ("tooth decay"), hypoaesthesia ("numbness in her arms / numbness in her legs"), paraesthesia ("tingling in her arms / tingling in her legs"), tremor ("shaky hands/shaking in hands"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal issues"), gastrointestinal pain ("gastrointestinal pain (severe and persistent)"), depression ("depression"), mood swings ("mood swings"), lethargy ("lethargy"), hyperhidrosis ("sweating/increased sweating"), bladder disorder ("bladder problems / bladder issue"), hormone level abnormal ("hormones issues"), asthenia ("lack of energy"), amnesia ("memory loss") and memory impairment ("forgetfulness"). The patient was treated with isotretinoin (accutane) and surgery (full hysterectomy with salpingectomy with removal of the fallopian tubes). Essure was removed in (B)(6) 2015. In 2015, the acne cystic, back pain and abdominal pain had resolved. At the time of the report, the pelvic pain, loss of libido, tremor, gastrointestinal disorder, gastrointestinal pain, lethargy, hyperhidrosis, bladder disorder, hormone level abnormal and asthenia outcome was unknown and the acne, blindness, dental caries, hypoaesthesia, paraesthesia, alopecia, depression, mood swings, amnesia and memory impairment had resolved. The reporter considered abdominal pain, acne, acne cystic, alopecia, amnesia, asthenia, back pain, bladder disorder, blindness, dental caries, depression, gastrointestinal disorder, gastrointestinal pain, hormone level abnormal, hyperhidrosis, hypoaesthesia, lethargy, loss of libido, memory impairment, mood swings, paraesthesia, pelvic pain and tremor to be related to essure. The reporter commented: within months after having surgery to remove essure, her symptoms resolved, including the numbness and tingling in her arms, her skin and her dental and mental health. She used birth control at time following her essure placement procedure until confirmation. Insertion: the handheld piece was then removed noting three trailing coils from the right tubal ostia. The handheld piece was then removed noting three trailing coils from the right tubal ostia . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2009: negative. Ultrasound scan - on (B)(6) 2015: normal ovaries thickened stripe,essure coils visual dye test was performed to confirm essure placement three months after the essure placement. On (B)(6) 2015 ultrasound scan revealed, uterus: 6.7 x 4.3 x 4.8 cm endometrial canal: 8 cm right ovary: 4.4 x 3.2 x 4.4 cm cyst left ovary: 3.8 x 2.3 x 3.6 cm cyst. Essure coil are seen within the cornua of the uterus- fluid within cul-de-sac. On (B)(6) 2015 pathology test revealed, the right fimbriated fallopian tube is 11.5 x 0.5 cm and has a surgical coil noted within the lumen. There is a 1.5 cm intact pedunculated paratubal cyst noted at the fimbriated end. The left fimbriated fallopian tube measures 11.8 x 0.8 cm and has a silver-colored surgical coil noted within the lumen. There is a 1.0 cm pedunculated intact para tubal cyst noted at the fimbriated end. On unspecified date (B)(6) 2009 hysterosalpingogram revealed, preliminary scout film of the pelvis reveals two metallic densities present in the region of the fallopian tubes consistent with essure procedure. No contrast is seen within either fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records hair loss., vision changes,pelvic pain . Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received: lot no. Added. Concomitant drugs,concomitant diseases, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pain") in an adult female patient who had essure (batch no. 654842, 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1997 and (B)(6) 2004)), miscarriage and endometrial ablation on (B)(6) 2015. She was not allergic to nickel. She did not claim to experience hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: hormone birth control pills from 2004 to (B)(6) 2009. Concurrent conditions included dysmenorrhea, menorrhagia, dysfunctional uterine bleeding, dyspareunia, bloating, dyspareunia, joint pain, anemia and tooth disorder nos. Concomitant products included bupropion (wellbutrin), drospirenone + ethinylestradiol (yaz), oral contraceptive nos and varenicline tartrate (chantix). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient started doxycycline at an unspecified dose and frequency. In 2009, the patient experienced back pain ("lower back pain (deep aching)") and abdominal pain ("abdominal pain (severe and persistent)"). In 2013, the patient experienced acne ("severe acne"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of sex drive"), acne cystic ("cystic acne"), blindness ("vision loss"), dental caries ("tooth decay"), hypoaesthesia ("numbness in her arms / numbness in her legs"), paraesthesia ("tingling in her arms / tingling in her legs"), tremor ("shaky hands/shaking in hands"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal issues"), gastrointestinal pain ("gastrointestinal pain (severe and persistent)"), depression ("depression"), mood swings ("mood swings"), lethargy ("lethargy"), hyperhidrosis ("sweating/increased sweating"), bladder disorder ("bladder problems / bladder issue"), hormone level abnormal ("hormones issues"), asthenia ("lack of energy"), amnesia ("memory loss") and memory impairment ("forgetfulness"). The patient was treated with isotretinoin (accutane) and surgery (full hysterectomy with salpingectomy with removal of the fallopian tubes). Essure was removed in (B)(6) 2015. In 2015, the acne cystic, back pain and abdominal pain had resolved. At the time of the report, the pelvic pain, loss of libido, tremor, gastrointestinal disorder, gastrointestinal pain, lethargy, hyperhidrosis, bladder disorder, hormone level abnormal and asthenia outcome was unknown and the acne, blindness, dental caries, hypoaesthesia, paraesthesia, alopecia, depression, mood swings, amnesia and memory impairment had resolved. The reporter considered abdominal pain, acne, acne cystic, alopecia, amnesia, asthenia, back pain, bladder disorder, blindness, dental caries, depression, gastrointestinal disorder, gastrointestinal pain, hormone level abnormal, hyperhidrosis, hypoaesthesia, lethargy, loss of libido, memory impairment, mood swings, paraesthesia, pelvic pain and tremor to be related to essure. The reporter commented: within months after having surgery to remove essure, her symptoms resolved, including the numbness and tingling in her arms, her skin and her dental and mental health. She used birth control at time following her essure placement procedure until confirmation. Insertion: the handheld piece was then removed noting three trailing coils from the right tubal ostia.the handheld piece was then removed noting three trailing coils from the right tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2009: negative. Ultrasound scan - on (B)(6) 2015: ormal ovaries thickened stripe,essure coils visual dye test was performed to confirm essure placement three months after the essure placement. On (B)(6) 2015 ultrasound scan revealed, uterus: 6.7 x 4.3 x 4.8 cm endometrial canal: 8 cm right ovary: 4.4 x 3.2 x 4.4 cm cyst left ovary: 3.8 x 2.3 x 3.6 cm cyst.essure coil are seen within the cornua of the uterus- fluid within cul-de-sac. On (B)(6) 2015 pathology test revealed, the right fimbriated fallopian tube is 11.5 x 0.5 cm and has a surgical coil noted within the lumen. There is a 1.5 cm intact pedunculated paratubal cyst noted at the fimbriated end. The left fimbriated fallopian tube measures 11.8 x 0.8 cm and has a silver-colored surgical coil noted within the lumen. There is a 1.0 cm pedunculated intact para tubal cyst noted at the fimbriated end. On unspecidfied date (B)(6) 2009 hysterosalpingogram revealed, preliminary scout film of the pelvis reveals two metallic densities present in the region of the fallopian tubes consistent with essure procedure.no contrast is seen within either fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records hair loss., vision changes,pelvic pain. Batch number: 20205786 man date: 2009/08 exp date: 2012/08. Batch number: 654842 man date: 2009/07 exp date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pain') in an adult female patient who had essure (batch no. 654842, 20205786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation on (B)(6) 2015, multigravida, parity 2 (B)(6) 1997 and (B)(6) 2004) and miscarriage. She was not allergic to nickel. She did not claim to experience hypersensitivity reaction to nickel or any other component of essure. Dye test was performed to confirm essure placement three months after the essure placement. On (B)(6) 2015 ultrasound scan revealed, uterus: 6.7 x 4.3 x 4.8 cm endometrial canal: 8 cm right ovary: 4.4 x 3.2 x 4.4 cm cyst left ovary: 3.8 x 2.3 x 3.6 cm cyst.essure coil are seen within the cornua of the uterus- fluid within cul-de-sac. On (B)(6) 2015 pathology test revealed, the right fimbriated fallopian tube is 11.5 x 0.5 cm and has a surgical coil noted within the lumen. There is a 1.5 cm intact pedunculated paratubal cyst noted at the fimbriated end. The left fimbriated fallopian tube measures 11.8 x 0.8 cm and has a silver-colored surgical coil noted within the lumen. There is a 1.0 cm pedunculated intact para tubal cyst noted at the fimbriated end. On unspecified date (B)(6) 2009 hysterosalpingogram revealed, preliminary scout film of the pelvis reveals two metallic densities present in the region of the fallopian tubes consistent with essure procedure.no contrast is seen within either fallopian tube. Previously administered products included for an unreported indication: hormone birth control pills from 2004 to (B)(6) 2009. Concurrent conditions included dysmenorrhea, menorrhagia, dysfunctional uterine bleeding, dyspareunia, bloating, dyspareunia, joint pain, anemia and tooth disorder nos. Concomitant products included varenicline tartrate (chantix) for ex-tobacco user as well as bupropion hydrochloride (wellbutrin), doxycycline, drospirenone + ethinylestradiol (yaz) and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced back pain ("lower back pain (deep aching)") and abdominal pain ("abdominal pain (severe and persistent)"). In 2013, the patient experienced acne ("severe acne"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of sex drive"), acne cystic ("cystic acne / skin"), blindness ("vision loss"), dental caries ("tooth decay"), hypoaesthesia ("numbness in her arms / numbness in her legs"), paraesthesia ("tingling in her arms / tingling in her legs"), tremor ("shaky hands/shaking in hands"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal issues"), gastrointestinal pain ("gastrointestinal pain (severe and persistent)"), depression ("depression"), mood swings ("mood swings/ mental health"), lethargy ("lethargy"), hyperhidrosis ("sweating/increased sweating"), bladder disorder ("bladder problems / bladder issue"), asthenia ("lack of energy"), amnesia ("memory loss"), memory impairment ("forgetfulness"), inflammation ("inflammation symptoms/chronic"), abdominal distension ("e-belly is fading") and genital haemorrhage ("frequent spotting and bleeding") and was found to have hormone level abnormal ("hormones issues") and weight increased ("weight increase"). The patient was treated with isotretinoin (accutane) and surgery (full hysterectomy with salpingectomy with removal of the fallopian tubes). Essure was removed on (B)(6) 2015. In 2015, the acne cystic, back pain and abdominal pain had resolved. At the time of the report, the pelvic pain, loss of libido, tremor, gastrointestinal disorder, gastrointestinal pain, lethargy, hyperhidrosis, bladder disorder, hormone level abnormal, asthenia, inflammation, weight increased and genital hemorrhage outcome was unknown, the acne, blindness, dental caries, hypoaesthesia, paraesthesia, alopecia, depression, mood swings, amnesia and memory impairment had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, acne, acne cystic, alopecia, amnesia, asthenia, back pain, bladder disorder, blindness, dental caries, depression, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, hormone level abnormal, hyperhidrosis, hypoaesthesia, inflammation, lethargy, loss of libido, memory impairment, mood swings, paraesthesia, pelvic pain, tremor and weight increased to be related to essure. The reporter commented: within months after having surgery to remove essure, her symptoms resolved, including the numbness and tingling in her arms, her skin and her dental and mental health. She used birth control at time following her essure placement procedure until confirmation. Insertion: the handheld piece was then removed noting three trailing coils from the right tubal ostia.the handheld piece was then removed noting three trailing coils from the right tubal ostia. Discrepancy to be noted (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: negative. Ultrasound scan - on (B)(6) 2015: results: ormal ovaries thickened stripe,essure coils visual. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records hair loss., vision changes,pelvic pain. Batch number: 20205786. Man date: 2009/08. Exp date: 2012/08. Batch number: 654842. Man date: 2009/07. Exp date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pain') in an adult female patient who had essure (batch no. 654842, 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included doxycycline. The patient's medical history included endometrial ablation on (B)(6) 2015, multigravida, parity 2 (B)(6) 1997 and (B)(6) 2004)) and miscarriage. She was not allergic to nickel. She did not claim to experience hypersensitivity reaction to nickel or any other component of essure. Dye test was performed to confirm essure placement three months after the essure placement. On (B)(6) 2015 ultrasound scan revealed, uterus: 6.7 x 4.3 x 4.8 cm endometrial canal: 8 cm right ovary: 4.4 x 3.2 x 4.4 cm cyst left ovary: 3.8 x 2.3 x 3.6 cm cyst. Essure coil are seen within the cornua of the uterus- fluid within cul-de-sac. On (B)(6) 2015 pathology test revealed, the right fimbriated fallopian tube is 11.5 x 0.5 cm and has a surgical coil noted within the lumen. There is a 1.5 cm intact pedunculated paratubal cyst noted at the fimbriated end. The left fimbriated fallopian tube measures 11.8 x 0.8 cm and has a silver-colored surgical coil noted within the lumen. There is a 1.0 cm pedunculated intact para tubal cyst noted at the fimbriated end. On unspecified date (B)(6) 2009 hysterosalpingogram revealed, preliminary scout film of the pelvis reveals two metallic densities present in the region of the fallopian tubes consistent with essure procedure. No contrast is seen within either fallopian tube. Previously administered products included for an unreported indication: hormone birth control pills from 2004 to (B)(6) 2009. Concurrent conditions included dysmenorrhea, menorrhagia, dysfunctional uterine bleeding, dyspareunia, bloating, dyspareunia, joint pain, anemia and tooth disorder nos. Concomitant products included varenicline tartrate (chantix) for ex-tobacco user as well as bupropion hydrochloride (wellbutrin), drospirenone + ethinylestradiol (yaz) and oral contraceptive nos. On an unknown date, the patient started doxycycline at an unspecified dose and frequency. In 2009, the patient experienced back pain ("lower back pain (deep aching)") and abdominal pain ("abdominal pain (severe and persistent)"). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced acne ("severe acne"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of sex drive"), acne cystic ("cystic acne / skin"), blindness ("vision loss"), dental caries ("tooth decay"), hypoaesthesia ("numbness in her arms / numbness in her legs"), paraesthesia ("tingling in her arms / tingling in her legs"), tremor ("shaky hands/shaking in hands"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal issues"), gastrointestinal pain ("gastrointestinal pain (severe and persistent)"), depression ("depression"), mood swings ("mood swings/ mental health"), lethargy ("lethargy"), hyperhidrosis ("sweating/increased sweating"), bladder disorder ("bladder problems / bladder issue"), asthenia ("lack of energy"), amnesia ("memory loss"), memory impairment ("forgetfulness"), inflammation ("inflammation symptoms/chronic"), abdominal distension ("e-belly is fading") and genital haemorrhage ("frequent spotting and bleeding") and was found to have hormone level abnormal ("hormones issues") and weight increased ("weight increase"). The patient was treated with isotretinoin (accutane) and surgery (full hysterectomy with salpingectomy with removal of the fallopian tubes). Essure was removed on (B)(6) 2015. In 2015, the acne cystic, back pain and abdominal pain had resolved. At the time of the report, the pelvic pain, loss of libido, tremor, gastrointestinal disorder, gastrointestinal pain, lethargy, hyperhidrosis, bladder disorder, hormone level abnormal, asthenia, inflammation, weight increased and genital haemorrhage outcome was unknown, the acne, blindness, dental caries, hypoaesthesia, paraesthesia, alopecia, depression, mood swings, amnesia and memory impairment had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, acne, acne cystic, alopecia, amnesia, asthenia, back pain, bladder disorder, blindness, dental caries, depression, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, hormone level abnormal, hyperhidrosis, hypoaesthesia, inflammation, lethargy, loss of libido, memory impairment, mood swings, paraesthesia, pelvic pain, tremor and weight increased to be related to essure. The reporter commented: within months after having surgery to remove essure, her symptoms resolved, including the numbness and tingling in her arms, her skin and her dental and mental health. She used birth control at time following her essure placement procedure until confirmation. Insertion: the handheld piece was then removed noting three trailing coils from the right tubal ostia. The handheld piece was then removed noting three trailing coils from the right tubal ostia. Discrepancy to be noted (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2009: results: negative. Ultrasound scan - on (B)(6) 2015: results: normal ovaries thickened stripe,essure coils visual. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records hair loss., vision changes,pelvic pain. Batch number: 20205786 man date: 2009/08 exp date: 2012/08. Batch number: 654842 man date: 2009/07 exp date: 2012/07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- weight increase, frequent spotting and bleeding. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pain') in an adult female patient who had essure (batch no. 654842, 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included doxycycline. The patient's medical history included endometrial ablation on (B)(6) 2015, multigravida, parity 2 (((B)(6) 1997 and (B)(6) 2004)) and miscarriage. She was not allergic to nickel. She did not claim to experience hypersensitivity reaction to nickel or any other component of essure. Dye test was performed to confirm essure placement three months after the essure placement. On (B)(6) 2015 ultrasound scan revealed, uterus: 6.7 x 4.3 x 4.8 cm endometrial canal: 8 cm right ovary: 4.4 x 3.2 x 4.4 cm cyst left ovary: 3.8 x 2.3 x 3.6 cm cyst.essure coil are seen within the cornua of the uterus- fluid within cul-de-sac. On (B)(6) 2015 pathology test revealed, the right fimbriated fallopian tube is 11.5 x 0.5 cm and has a surgical coil noted within the lumen. There is a 1.5 cm intact pedunculated paratubal cyst noted at the fimbriated end. The left fimbriated fallopian tube measures 11.8 x 0.8 cm and has a silver-colored surgical coil noted within the lumen. There is a 1.0 cm pedunculated intact para tubal cyst noted at the fimbriated end. On unspecidfied date (B)(6) 2009 hysterosalpingogram revealed, preliminary scout film of the pelvis reveals two metallic densities present in the region of the fallopian tubes consistent with essure procedure.no contrast is seen within either fallopian tube. Previously administered products included for an unreported indication: hormone birth control pills from 2004 to (B)(6) 2009. Concurrent conditions included dysmenorrhea, menorrhagia, dysfunctional uterine bleeding, dyspareunia, bloating, dyspareunia, joint pain, anemia and tooth disorder nos. Concomitant products included varenicline tartrate (chantix) for ex-tobacco user as well as bupropion hydrochloride (wellbutrin), drospirenone + ethinylestradiol (yaz) and oral contraceptive nos. On an unknown date, the patient started doxycycline at an unspecified dose and frequency. In 2009, the patient experienced back pain ("lower back pain (deep aching)") and abdominal pain ("abdominal pain (severe and persistent)"). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced acne ("severe acne"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of sex drive"), acne cystic ("cystic acne / skin"), blindness ("vision loss"), dental caries ("tooth decay"), hypoaesthesia ("numbness in her arms / numbness in her legs"), paraesthesia ("tingling in her arms / tingling in her legs"), tremor ("shaky hands/shaking in hands"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal issues"), gastrointestinal pain ("gastrointestinal pain (severe and persistent)"), depression ("depression"), mood swings ("mood swings/ mental health"), lethargy ("lethargy"), hyperhidrosis ("sweating/increased sweating"), bladder disorder ("bladder problems / bladder issue"), asthenia ("lack of energy"), amnesia ("memory loss"), memory impairment ("forgetfulness"), inflammation ("inflammation symptoms") and abdominal distension ("e-belly is fading") and was found to have hormone level abnormal ("hormones issues"). The patient was treated with isotretinoin (accutane) and surgery (full hysterectomy with salpingectomy with removal of the fallopian tubes). Essure was removed on (B)(6) 2015. In 2015, the acne cystic, back pain and abdominal pain had resolved. At the time of the report, the pelvic pain, loss of libido, tremor, gastrointestinal disorder, gastrointestinal pain, lethargy, hyperhidrosis, bladder disorder, hormone level abnormal, asthenia and inflammation outcome was unknown, the acne, blindness, dental caries, hypoaesthesia, paraesthesia, alopecia, depression, mood swings, amnesia and memory impairment had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, acne, acne cystic, alopecia, amnesia, asthenia, back pain, bladder disorder, blindness, dental caries, depression, gastrointestinal disorder, gastrointestinal pain, hormone level abnormal, hyperhidrosis, hypoaesthesia, inflammation, lethargy, loss of libido, memory impairment, mood swings, paraesthesia, pelvic pain and tremor to be related to essure. The reporter commented: within months after having surgery to remove essure, her symptoms resolved, including the numbness and tingling in her arms, her skin and her dental and mental health. She used birth control at time following her essure placement procedure until confirmation. Insertion: the handheld piece was then removed noting three trailing coils from the right tubal ostia.the handheld piece was then removed noting three trailing coils from the right tubal ostia. Discrepancy to be noted (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2009: results: negative. Ultrasound scan - on 11-jun-2015: results: ormal ovaries thickened stripe,essure coils visual. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records hair loss., vision changes, pelvic pain. Batch number: 20205786 man date: 2009/08 exp date: 2012/08. Batch number: 654842 man date: 2009/07 exp date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 6 and 7 processed together. Social media content received : reporter added. Event added- inflammation. On 20-mar-2020: fu 6 and 7 processed together. Social media content received : reporter added. Event added- abdominal distension. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pain') in an adult female patient who had essure (batch no. 654842, 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included doxycycline. The patient's medical history included endometrial ablation on (B)(6)2015, multigravida, parity 2 (((B)(6)1997 and (B)(6)2004)) and miscarriage. She was not allergic to nickel. She did not claim to experience hypersensitivity reaction to nickel or any other component of essure. Dye test was performed to confirm essure placement three months after the essure placement. On (B)(6)2015 ultrasound scan revealed, uterus: 6.7 x 4.3 x 4.8 cm endometrial canal: 8 cm right ovary: 4.4 x 3.2 x 4.4 cm cyst left ovary: 3.8 x 2.3 x 3.6 cm cyst. Essure coil are seen within the cornua of the uterus- fluid within cul-de-sac. On (B)(6)2015 pathology test revealed, the right fimbriated fallopian tube is 11.5 x 0.5 cm and has a surgical coil noted within the lumen. There is a 1.5 cm intact pedunculated paratubal cyst noted at the fimbriated end. The left fimbriated fallopian tube measures 11.8 x 0.8 cm and has a silver-colored surgical coil noted within the lumen. There is a 1.0 cm pedunculated intact para tubal cyst noted at the fimbriated end. On unspecified date ??-(B)(6)2009 hysterosalpingogram revealed, preliminary scout film of the pelvis reveals two metallic densities present in the region of the fallopian tubes consistent with essure procedure. No contrast is seen within either fallopian tube. Previously administered products included for an unreported indication: hormone birth control pills from 2004 to (B)(6) 2009. Concurrent conditions included dysmenorrhea, menorrhagia, dysfunctional uterine bleeding, dyspareunia, bloating, dyspareunia, joint pain, anemia and tooth disorder nos. Concomitant products included varenicline tartrate (chantix) for ex-tobacco user as well as bupropion hydrochloride (wellbutrin), drospirenone + ethinylestradiol (yaz) and oral contraceptive nos. On an unknown date, the patient started doxycycline at an unspecified dose and frequency. In 2009, the patient experienced back pain ("lower back pain (deep aching)") and abdominal pain ("abdominal pain (severe and persistent)"). On (B)(6)2009, the patient had essure inserted. In 2013, the patient experienced acne ("severe acne"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of sex drive"), acne cystic ("cystic acne / skin"), blindness ("vision loss"), dental caries ("tooth decay"), hypoaesthesia ("numbness in her arms / numbness in her legs"), paraesthesia ("tingling in her arms / tingling in her legs"), tremor ("shaky hands/shaking in hands"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal issues"), gastrointestinal pain ("gastrointestinal pain (severe and persistent)"), depression ("depression"), mood swings ("mood swings/ mental health"), lethargy ("lethargy"), hyperhidrosis ("sweating/increased sweating"), bladder disorder ("bladder problems / bladder issue"), asthenia ("lack of energy"), amnesia ("memory loss"), memory impairment ("forgetfulness"), inflammation ("inflammation symptoms/chronic"), abdominal distension ("e-belly is fading") and genital haemorrhage ("frequent spotting and bleeding") and was found to have hormone level abnormal ("hormones issues") and weight increased ("weight increase"). The patient was treated with isotretinoin (accutane) and surgery (full hysterectomy with salpingectomy with removal of the fallopian tubes). Essure was removed on (B)(6)2015. In 2015, the acne cystic, back pain and abdominal pain had resolved. At the time of the report, the pelvic pain, loss of libido, tremor, gastrointestinal disorder, gastrointestinal pain, lethargy, hyperhidrosis, bladder disorder, hormone level abnormal, asthenia, inflammation, weight increased and genital haemorrhage outcome was unknown, the acne, blindness, dental caries, hypoaesthesia, paraesthesia, alopecia, depression, mood swings, amnesia and memory impairment had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, acne, acne cystic, alopecia, amnesia, asthenia, back pain, bladder disorder, blindness, dental caries, depression, gastrointestinal disorder, gastrointestinal pain, genital haemorrhage, hormone level abnormal, hyperhidrosis, hypoaesthesia, inflammation, lethargy, loss of libido, memory impairment, mood swings, paraesthesia, pelvic pain, tremor and weight increased to be related to essure. The reporter commented: within months after having surgery to remove essure, her symptoms resolved, including the numbness and tingling in her arms, her skin and her dental and mental health. She used birth control at time following her essure placement procedure until confirmation. Insertion: the handheld piece was then removed noting three trailing coils from the right tubal ostia. The handheld piece was then removed noting three trailing coils from the right tubal ostia. Discrepancy to be noted (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)-2009: results: negative. Ultrasound scan - on (B)(6)2015: results: normal ovaries thickened stripe,essure coils visual. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records hair loss., vision changes,pelvic pain. Batch number: 20205786 man date: 2009/08 exp date: 2012/08. Batch number: 654842 man date: 2009/07 exp date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: event was added- weight increase, frequent spotting and bleeding. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 1997 and ((B)(6) 2004)) and miscarriage. She was not allergic to nickel. She did not claim to experience hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: hormone birth control pills from 2004 to ((B)(6) 2009. Concomitant products included oral contraceptive nos and varenicline tartrate (chantix). On ((B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced back pain ("lower back pain (deep aching)") and abdominal pain ("abdominal pain (severe and persistent)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("loss of sex drive"), acne cystic ("cystic acne"), acne ("severe acne"), blindness ("vision loss"), dental caries ("tooth decay"), hypoaesthesia ("numbness in her arms / numbness in her legs"), paraesthesia ("tingling in her arms / tingling in her legs"), tremor ("shaky hands/shaking in hands"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal issues"), gastrointestinal pain ("gastrointestinal pain (severe and persistent)"), depression ("depression"), mood swings ("mood swings"), lethargy ("lethargy"), hyperhidrosis ("sweating/increased sweating"), bladder disorder ("bladder problems / bladder issue"), hormone level abnormal ("hormones issues"), asthenia ("lack of energy"), amnesia ("memory loss") and memory impairment ("forgetfulness"). The patient was treated with isotretinoin (accutane) and surgery (full hysterectomy with salpingectomy with removal of the fallopian tubes). Essure was removed in ((B)(6) 2015. In 2015, the acne cystic, back pain and abdominal pain had resolved. At the time of the report, the pelvic pain, loss of libido, tremor, gastrointestinal disorder, gastrointestinal pain, lethargy, hyperhidrosis, bladder disorder, hormone level abnormal and asthenia outcome was unknown and the acne, blindness, dental caries, hypoaesthesia, paraesthesia, alopecia, depression, mood swings, amnesia and memory impairment had resolved. The reporter considered abdominal pain, acne, acne cystic, alopecia, amnesia, asthenia, back pain, bladder disorder, blindness, dental caries, depression, gastrointestinal disorder, gastrointestinal pain, hormone level abnormal, hyperhidrosis, hypoaesthesia, lethargy, loss of libido, memory impairment, mood swings, paraesthesia, pelvic pain and tremor to be related to essure. The reporter commented: within months after having surgery to remove essure, her symptoms resolved, including the numbness and tingling in her arms, her skin and her dental and mental health. She used birth control at time following her essure placement procedure until confirmation. Diagnostic results: dye test was performed to confirm essure placement three months after the essure placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.